Event description:
The lay user/reporter called lifescan and alleged that her sister's meter was reading inaccurately high. The patient reported that in march 2006, she woke up at approximately 8:00 a.m and tested her blood glucose. She obtained a result of 126 mg/dl. She did not feel well, but because she did not feel hungry and she trusted the meter result she went back t sleep without eating or taking any medications. At approximately 10:00 a.m. She began screaming. She was "foaming at the mouth and her eyes were rolling back in her head". Her friend heard her scream so she called the paramedics. While waiting for the paramedics, her mother gave her glucogel and juice. They arrived about 10 minutes later and obtained a result of 48 mg.dl. She was treated with glucose; however, the patient does not know if it was IV or oral glucose. She stated that she took her set amount of lantus, 20 units before bed. She does not recall her blood glucose results before bed. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct, however, the technique for cleaning the puncture site was not correct. The patient performed a control solution test, which passed. This complaint is being reported as the patient obtained a normal result and suffered a hypoglycemic event two hours later. A replacement meter has been sent.